Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse believed she had activated the safety feature of the device. The device was set aside. When the nurse picked up the needle to place it in the sharps container she a needlestick. The clinician is believed to be receiving medical treatment consistent with blood exposure.